Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro closure device was implanted under transesophageal echocardiogram (tee) imaging. The activated clotting time (act) remained at 250 seconds during the procedure. It was noted that four (4) total wds were used intraprocedural, and procedure was 35 minutes in length. Six (6) days post index procedure, the patient experienced stroke-like symptoms at 9:30am, called the medical office at 2:30pm and was sent to the emergency room (ER) for evaluation. No further information was provided.